Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The bellows were recommended for replacement to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction during pre-use checkout causing a leak greater than 4.5 lpm. There was no report of patient involvement.